Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and replaced with known good hv capacitors. The device was tested on the bench and no anomalies were found. The original hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented a merlin transmission after receiving an alert of the capacitor charge time limit being reached. The extended charge time was confirmed during an in-clinic capacitor maintenance. The device was explanted and replaced. No adverse consequences were detected.